Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31337569l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation with a thermocool smarttouch sf (stsf) catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. The patient also experienced a right atrial thrombus. It was reported that the patient developed a pericardial effusion during an ischemic vt procedure on (B)(6) 2024. While mapping with the stsf catheter, the patient's blood pressure dropped, and the effusion was diagnosed using intracardiac echo (soundstar). The patient was sedated with propofol, but was intubated later. The patient received a pericardiocentesis but this was insufficient to resolve the effusion. The CT surgical team was called to the ep lab to open the patient's chest and surgically "fix the hole" in the patient's heart (located in rv free wall). After closing the hole, they finished draining effusion. Later, the patient developed a large, right-atrial thrombus. The patient status was unknown, the patient remains in the intensive care unit (ICU). The patient required extended hospitalization in the ICU in order to heal post sternotomy and surgical intervention. The physician's opinion on the cause of this adverse event was the procedure. Transseptal puncture was performed. No ablation was performed. No error messages observed on biosense webster equipment during the procedure.